Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the surgeon was implanting the stem, it sat 4-5mm higher then the broach. He proceeded to use the stem extractor to remove the implant and re-broach. The stem extractor then broke resulting in the threaded tip breaking off into the corail implant itself. Making the implant non implantable. Upon investigation, the stem inserter was found to be broken. There was a 10 minute surgical delay, but the procedure was completed successfully without patient consequence. By using alternative instrumentation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed that the device was found broken off from the tip. The broken fragment was not returned for evaluation. Additionally, the retaining inserter body is missing. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4) 2) date of manufacture: 9/9/2019 3) any anomalies or deviations identified in DHR: none 4) expiry date: n/a 5) IFU reference: IFU-0902-00-836.